Manufacturer narrative:
Reporting address state: (B)(6) reporting institution phone #: (B)(6) reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the device's power button malfunctioned. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient nor a delay was noted. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the front bezel to resolve the reported issue . The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.